Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 42 mg/dl. The customer was able to treat their blood glucose with food. Customer also reported the transmitter did not blink when connected to the sensor. The customer was able to confirm the sensor cannula was bent while troubleshooting. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.